Manufacturer narrative:
(B)(4). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined.however, it was confirmed that it is the internal flow sensor.the customer mentioned that they sent the vent to a third party authorized to repair the unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the revel ventilator is experiencing a failed fs message even after replacing multiple circuits. There was no information of patient involvement associated with the event as of this time.